Event description:
It was reported that the customer's pump had a black line on the display. The device has not been bumped or dropped. The customer would go back on back up plan of injections. Later the customer called back and stated that two weeks ago the paramedics assisted pt with an insulin reaction. When the paramedics arrived their bgs were low and treated with juice and glucose tab. Then the customer was taken to the hosp for two hours but pt was not admitted.